Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose value at the tome of the emergency room visit was 404 mg/dl. Customer was vomiting and lethargic. Customer's mother stated that the infusion set has to be changed daily. No troubleshoot was done since the customer had the insulin pump and he was not presents. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.